Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient had no symptoms prior to the shock. Upon review it was noted that the episodes leading up to the shock show a lot of noise. Boston scientific technical services (ts) was consulted to review the data as the clinic was concerned over a possible electrode fracture. Upon review, ts agreed the evidence pointed to a potential electrode fracture. Ts suggested electrode replacement with x-rays prior to replacement procedure. Ts further noted that the oversensing of noise started approximately one month earlier. The field representative noted that therapy was programmed off and the patient was sent home. The patient was scheduled for a revision procedure approximately one month out. It was noted that an x-ray would be performed at the time of the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body at approximately 30 and 150 millimeters (mm)>> from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at 150 and 155 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient had no symptoms prior to the shock. Upon review it was noted that the episodes leading up to the shock show a lot of noise. Boston scientific technical services (ts) was consulted to review the data as the clinic was concerned over a possible electrode fracture. Upon review, ts agreed the evidence pointed to a potential electrode fracture. Ts suggested electrode replacement with x-rays prior to replacement procedure. Ts further noted that the oversensing of noise started approximately one month earlier. The field representative noted that therapy was programmed off and the patient was sent home. The patient was scheduled for a revision procedure approximately one month out. It was noted that an x-ray would be performed at the time of the revision procedure. No additional adverse patient effects were reported. The field representative noted that the revision procedure needed to be re-scheduled due to hospital coverage. At this time they have not been notified of a new procedure date and the electrode remains in service. Additional information was received that a revision procedure was performed. It was noted that the fracture could not be seen on an x-ray but was seen on the s-ICD signals as noise typical of a fracture. Visually there appeared to be some separation of the coil upon removal from pocket. The electrode was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient had no symptoms prior to the shock. Upon review it was noted that the episodes leading up to the shock show a lot of noise. Boston scientific technical services (ts) was consulted to review the data as the clinic was concerned over a possible electrode fracture. Upon review, ts agreed the evidence pointed to a potential electrode fracture. Ts suggested electrode replacement with x-rays prior to replacement procedure. Ts further noted that the oversensing of noise started approximately one month earlier. The field representative noted that therapy was programmed off and the patient was sent home. The patient was scheduled for a revision procedure approximately one month out. It was noted that an x-ray would be performed at the time of the revision procedure. No additional adverse patient effects were reported. The field representative noted that the revision procedure needed to be re-scheduled due to hospital coverage. At this time they have not been notified of a new procedure date and the electrode remains in service. Additional information was received that a revision procedure was performed. It was noted that the fracture could not be seen on an x-ray but was seen on the s-ICD signals as noise typical of a fracture. Visually there appeared to be some separation of the coil upon removal from pocket. The electrode is expected to be returned for analysis.